Event description:
It was reported that the right ventricular (rv) lead dislodged. The lead was explanted and replaced. During an attempted implanted of a new rv lead, the physician was unable to get acceptable sensing readings. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.